Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay of approximately 10 minutes as a result of the infold. Per the physician, the patient's heavy annular calcification contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013245203); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implantation of a transcatheter aortic valve, crimping was performed without problems and a crown overlap up to node 2 was detected. After the first placement attempt, the valve position was reported to be too low, and the valve was recaptured. During the second attempt, a clear valve infolding was observed after opening the valve to approximately two-thirds, and the valve was recaptured again and removed from the patient. A new valve was then loaded and the implantation was completed successfully.